Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery due to diffuse spondylosis and desiccation thoracic and lumbar discs. Intra-op, the flexible arm lost its flexibility. No patient was harmed by the event.